Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that all the issues reported are from the right side. The patient experienced no adverse event or patient consequences on the left side. As a result, no further reports regarding the left-sided device will be submitted. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 300cc saline mentor smooth round moderate plus profile breast implants and experienced bilateral deflation, burning pain and breast cancer postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.